Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life was less than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/13/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2014 with the following results: a review of the black box showed evidence of short battery life illustrated with a voltage drop followed by a low battery warning on 03/14/2014. Multiple replace battery alarms and low battery warning were observed. Moisture corrosion was observed on the battery cap and in the battery compartment; the battery compartment was cracked. The battery cap was able to tighten on to the pump. The pump failed a leak test due to the cracked battery compartment. The pump powered on with a replace battery alarm; the pump was able to clear the alarm after cleaning the battery terminal. The pump¿s current draws were within specifications. The pump cover was opened and no further moisture was found. Unrelated to the complaint, the audio bolus button cover was torn. The button was properly responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.